Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. According to the reporter, on (B)(6) 2025, while the patient was having lunch, an insulin bolus was administered while the cgm reading was most likely already reading inaccurately high. The patient experienced malaise and convulsions. When a fingerstick was taken by the mother the cgm reading was 116 mg/dl, and the blood glucose reading was 35 mg/dl. Paramedics were called and the patient¿s blood glucose level was ¿re-stabilized¿, and the patient was brought to the hospital where the patient was hospitalized. During the following night the cgm reading continued to read off by more than 40 mg/dl. The treatment via pump was discontinued after the event. It was unknown how many days the patient was hospitalized. There was no documentation of further medical evaluation or intervention. At the time of the report the patient was stable. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.